Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that during an open reduction internal fixation (orif) of the left wrist on (B)(6) 2014, the surgeon could not get the k-wire to advance through the dvr plate to the hole adjacent to the radial screw hole. A second k-wire was attempted with the same issue. A new dvr plate was used to finish the procedure. No delay was reported.

Manufacturer narrative:
Evaluation of the returned k-wire showed no non-conformities. Device guide holes are very tight tolerance, possible cause could have been the k-wire had a bend or was slightly oversized. Another possible cause might have been the angle at which the k-wire was being inserted. During inspection it was noted that you had to be straight on to the hole for the pin gages to fit, the slightest off angle would make it appear to not fit. Thus the failure was likely due to conditions of use.